Event description:
Doctor was performing a phacoemulsification with iol implant. He complained that the phaco hand piece was not working properly but he was able to complete the removal of the patient's lens. It seemed that the phaco hand piece might be blocked and needed to be flushed out. (This is a problem that sometimes happens with the hand piece). Dr then switched to the I/a hand piece. It also was not working. Dr said that the tip of the I/a hand piece had grabbed onto the posterior capsule and would not let go. As a result a hole was made in the posterior capsule. At that point the tubing pack was replaced in the machine. That tubing was primed. The machine then appeared to work. An error code appeared on the screen. An anterior vitrectomy was performed as a result of the posterior capsule rupturing. The posterior chamber lens that was opened was unable to be used. An anterior chamber lens was then chosen and inserted into the eye. This unit is still under warranty so the manufacturer was called. The mfg suggested that the tips be removed from the hand-piece before they are cleaned and sterilized. We have not been doing this. We were told that leaving the tip on during cleaning shortens the life of the hand-piece. ======================manufacturer response for cataract extraction units, phacoemulsification, whitestar signature system (per site reporter).======================they responded very quickly and did a thorough check out of the machine. (See device test for details).